Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call that customer was taken to the hospital via ambulance on (B)(6) 2019 due to low blood glucose. Caller reported that customer's blood glucose was so low that reading could not be picked up on the meter and customer went unconscious. Caller reported that insulin pump kept shutting off without any battery warnings. Troubleshooting could not be performed as customer was not available with the insulin pump. Insulin pump will not be returned for analysis.